Manufacturer narrative:
We have received the complaint device for evaluation. When we attempted to inflate the internal carotid balloon slowly, the safety balloon inflated instead. We observed the middle section of the balloon was stretched. When we placed the sleeve over the safety balloon and attempted to inflate the internal carotid balloon, then only we were able to inflate the internal carotid balloon. Based on our device evaluation, it is likely that the safety balloon was not assembled properly during our manufacturing process allowing it to inflate under low pressure. It is also possible that the user overinflated the safety balloon at the hospital multiple times which may have also contributed to this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient because of this incident.

Event description:
During the carotid endarterectomy (cea) procedure, when the surgeon attempted to inflate the internal carotid balloon, the safety balloon inflated instead. Therefore, he was unable to occlude the internal carotid artery. The physician then used a surgical loop for the additional compression of the internal carotid artery and to block the blood flow. The procedure was then completed without shunting. There was no impact on the patient's health because of this incident.